Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item # 01-0408, lot # t21343000; epker osteo 6mm tip str cv. Item # 01-0401, lot # t22094000; epker osteotome 4mm tip straig. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00383 and 0001032347-2022-00390.

Event description:
It is reported that the blade had a chip in it the first time it was used. A different instrument was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is needed at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided photo. The photo shows a total of three instruments where the tips of the instruments are all slightly chipped. For all three instruments the complaint is confirmed. A determination cannot be made as to what caused the tips to chip. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.